Event description:
It was reported by the patient's daughter that the patient was deceased. She wanted to know what the implantable cardioverter defibrillator (ICD) was doing at the time of his death or if it had delivered any shocks. The caller alleged that the device contributed to patient death. Additional information was received from the physician's office that the patient presented to the emergency room in cardio-respiratory arrest. Cardiopulmonary resuscitation (CPR) was in progress by emergency medical service (ems). Prior to this, the patient had called for his daughter at home and then became unresponsive (event witnessed) and the patient's daughter called 911. Upon arrival ems found the patient apneic and pulseless. Acls (advanced cardiac life support) measures were initiated including epinephrine, amiodarone and defibrillation for ventricular fibrillation (vf). The patient was pronounced dead in the emergency room. It was also noted that the patient had been treated in the emergency room 2 days prior after a mechanical fall and bruising his hip. The patient was prescribed a narcotic pain medication and muscle relaxer. The patient's medical history was significant for myocardial infarction, coronary artery bypass graft, valve replacement and a cerebral hemorrhage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 407652 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).